Event description:
Patient was implanted with a guardian on (B)(6) 2022. Patient reported to the hospital with symptoms on (B)(6) 2024 and at that time the guardian implant could not be communicated with. The patient has been diagnosed with lung cancer. He has decided to not have the device explanted or replaced due to the cancer diagnosis. If the device is explanted in the future, it will be returned to the manufacturer for further investigation.